Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin and clindamycin (dose, route and frequency not reported) for the event. At the time of this report, the patient was recovering. Pd therapy was ongoing. Additional information was requested but is not available.